Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the suture of the twinfix ultra pk anchor was broken while knotting. All the pieces were removed from the patient by tweezers. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: code added the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and some broken lengths of suture material were returned. The anchor was not returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated image was provided for review and confirms the reported suture breakage. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. The patient¿s heath status was reported as good via e-mail. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.